Event description:
The customer received a blood glucose reading of 248mg/dl on the contour next link meter, re-tested on a contour usb meter and the reading was 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.